Event description:
Trigger gets stuck when squeezed. Case type: tka. Update: "1. Did handpiece run while outside of haptics: yes, it did."

Manufacturer narrative:
Reported event: it was reported that trigger gets stuck when squeezed. Product evaluation and results: mics-209063, sn#: (B)(4), RMA#274571. Inspected per d06917 and determined failure of the following test step. Sec# 7.1.2. Visual sticky trigger. Disposition: rtv inspected by: (B)(4). Product history review: device history records indicate 25 devices were manufactured under lot k0as4 and 24 devices were accepted into final stock on 2/2/2018. A review of qt 18-02-0005 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0as4 shows 06 additional complaints related to the failure in this investigation. The related complaints are pr 1825632, 1868046, 1897259, 1976851, 2071029, 2116487. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc and CAPA are associated with the failure mode reported in this event.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Trigger gets stuck when squeezed. Case type: tka. Update: "1. Did handpiece run while outside of haptics: yes, it did".